Manufacturer narrative:
This follow up MDR is being submitted to correct section d. Suspect medical device which was changed from alinity c processing module; ln 03r67-01; sn (B)(4)to alinity ci-series system control module; ln 03r70-01; sn (B)(4). The device manufacturing sites for both products is the same.

Manufacturer narrative:
This alinity c processing module (list number 03r67-01) contains the an impacted alinity ci-series system control module (list number 03r70-01) complete information for section correction/removal report number: 3002809144-05/22/19-005-c the investigation into this matter found that the alinity implemented a 10 mv check but should have implemented a 3mv threshold for serum, plasma, and urine. Abbott will be releasing alinity ci-series software version 2.6.1 to change the ict reference solution voltage drift threshold from 10mv to 3mv to improve the ability of the system to detect ict reference solution voltage drift. A product correction letter was issued on 21may2019 to all worldwide alinity ci scm customers configured with the alinity c processing modules. The letter instructs the following: all ict patient specimens should be run in duplicate. Verify the difference in recovery between the sample replicates is no greater than the indicated thresholds for serum, plasma, or urine for the specific ict assay. How to trouble shoot if the difference in recovery between the sample replicates exceeds the threshold. Rerun the specimen in duplicate after troubleshooting. If three or more discrepant ict samples, without an assignable cause, are identified within a 24-hour period: stop ict testing and disable al ict assays via the software user interface until the issue is resolved. Contact customer service to resolve any hardware failure.

Event description:
The customer reported a falsely elevated sodium result on the alinity c analyzer. The sample generated an initial result of 162 and retest of 142.2 on an alternate alinity analyzer. The discrepant results were determined to be caused by an alinity ci-series software deficiency where the software was not detecting an issue with the alinity c integrated chip technology (ict) for the sodium assay. No adverse impact to patient management was reported.

Manufacturer narrative:
Service was dispatched to address the issue. Service replaced the bd, ict preamp (rohs) cable, ict to ict pre-amp and ict aspiration pump. However, the ict aspiration pump was determined to be the likely cause of the discrepant results. Service verified the system function by performing successful control run. Review of the service history for the alinity ac01031 identified no further occurrences of erratic or discrepant results since the parts were replaced. Tracking and trending data in the product monitoring review for alinity c and clinical chemistry systems revealed no systemic issues or adverse trends associated with the discrepant result issue described in the complaint. Trending data and manufacturing documentation for the ict aspiration pump did not identify any adverse trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the alinity c processing module.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated sodium result on the alinity c analyzer. The sample generated an initial result of 162 and retest of 142.2 on an alternate "alinitiy" analyzer. No adverse impact to patient management was reported.